Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 1 month. Through follow-up with the health-care provider, additional information was received. According to the operative report, there was a contained rupture and pseudoaneurysm in the left pericardial space consistent with the preoperative cat scan with blood emanating from a disrupted av groove. Of note, the mitral annulus was quite friable. The valve was explanted; the av groove was debrided and repaired with a patch. A new edwards bioprosthetic valve was implanted. Per the surgeon, the reason for removing the valve was not related to a device malfunction.

Manufacturer narrative:
(B)(4) - av groove disruption. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.